Event description:
The customer reported that the instrument was not powered on and there was a burning plasic/electrical smell coming from near the instrument. No smoke or sounds was noticed by the customer. The customer was notified by the technical service team to not attempt to use the instrument and unplug the power cable from the wall outlet. A field service engineer was sent to the customer's site. Upon arrival, the field service engineer confirmed with the customer that the issue occurred after an electrical issue at the customer site. This caused a large amount of electricity to flow into the instrument's ups, or backup battery, which caused it to overcharge and fail. The field engineer replaced the ups and confirmed no damage to cable setup of the instrument. There was no damage or risk of fire from the instrument itself. The instrument is operating within specifications.

Manufacturer narrative:
This is our combined initial and final report on this incident.